Event description:
Boston scientific crm received information that a device memory disk is enroute for analysis in response to a recent safety communication that was issued on (B)(6) 2006 for this device model. Upon receipt, the memory disk was analyzed and determined that the device was currently meeting expected longevity. New information received indicates that this patient retained legal counsel and filed a lawsuit. There were no specific allegations against the functionality of the device. This device has since been explanted due to end of life indicators. There was a concern that the longevity of the device was shortened due to advisory status of device.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the device was held due to pending litigation until (B)(6) 2011. Initial longevity calculations at the time of return determined that this device did not meet longevity per programmed values. Recent detailed analysis revealed that the hybrid current and battery bypass capacitor were both out of specification. Due to the device being on legal hold the battery has depleted beyond the ability to do therapy availability testing. Laboratory analysis verified the shortened device longevity.